Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Chs was not performed for the liner and screws as the reported event is not device related. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed, and the patient was diagnosed with trochanteric bursitis and received a cortisone injection. The patient has a leg length discrepancy and wears a shoe lift to compensate, with noted pain as well. No abnormal findings on the x-ray. Images assessed but not sent to mmi as the physicians provides sufficient dictation of the complication. A definitive root cause cannot be determined for the stem in relation to the limb length discrepancy and pain. No problem was found with the devices in relation to the trochanteric bursitis after review by a hcp. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that a patient received a cortisone injection to his left hip approximately thirteen months post implantation due to trochanteric bursitis.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; b3; b4; b5; b6; g3; h2; h6 multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-02831. 0001822565-2024-03793. 0001822565-2024-03794. 0001822565-2024-03795. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, g3, g6, h2, h11. Chs was not performed for the liner and screws as the reported event is not device related. Additional medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient continues to have recurrence of the trochanteric bursitis, resulting in cortisone injections. A definitive root cause cannot be determined for the stem in relation to the limb length discrepancy and pain. No problem was found with the devices in relation to the trochanteric bursitis after review by an hcp. This complaint was confirmed based on the medical records provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was diagnosed with trochanteric bursitis and received a left hip cortisone injection. At 3 years post-op the patient continues to experience episodes of bursitis; all initial components remain implanted and further details have not been provided at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 110010265 / g7 osseoti multihole 54mm f / lot #: 65334975. Cat #: 00625006530 / bone screw self-tapping 6.5 mm dia. 30 mm length / lot #: j7306391. Cat #: 20123606 / 36mm i.d. Size f high wall liner / lot #: 65516813. Cat #: 00786401320 / femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 13 138 mm stem length cementless / lot #: 65552119. Cat #: 00877503602 / bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 / lot #: 3052557. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient received a cortisone injection approximately one year post implantation due to trochanteric bursitis. Attempts have been made and additional information on the reported event is unavailable at this time.